Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 19mm 3300tfx implanted four (4) years, two (2) months, is being evaluated for valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Added information to b5, b7, e1, h6.

Event description:
It was reported a patient with a 19mm 3300tfx implanted four (4) years, two (2) months, is being evaluated for valve-in-valve procedure due to severe aortic stenosis. After evaluation, it was determined that the patient is high risk for transcatheter valve replacement, so decision has been made to proceed with surgical avr and aortic root enlargement. Per medical records, the patient has had progressive onset of exertional dyspnea over the last 6 months to 12 months and now with acute heart failure. Echocardiogram showed adequate leaflet mobility with severely elevated velocity and gradient across bioprosthetic valve. Patient was evaluated for tavr and determined to be high risk for transcatheter valve replacement, so decision has been made to proceed with redo aortic valve replacement and annular enlargement.

Event description:
It was reported a patient with a 19mm 3300tfx implanted four (4) years, two (2) months, is being evaluated for valve-in-valve procedure due to severe aortic stenosis and patient-prosthesis mismatch. After evaluation, it was determined that the patient is high risk for transcatheter valve replacement, so decision has been made to proceed with surgical avr and aortic root enlargement. Per medical records, the patient has had progressive onset of exertional dyspnea over the last 6 months to 12 months and now with acute heart failure. Echocardiogram showed adequate leaflet mobility with severely elevated velocity and gradient across bioprosthetic valve. Patient was evaluated for tavr and determined to be high risk for transcatheter valve replacement, so decision has been made to proceed with redo aortic valve replacement and annular enlargement.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
.. The cause of the event cannot be determined.